Event description:
It was reported that the transmitter would not power up. The prongs look melted to the plug. Burn marks were noted on the outlet. Another outlet was tried but still no power.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Manufacturer narrative:
The reported event of failure to power up and melt prongs was not confirmed. Visual inspection revealed no damage to the outer plastic housing of the transmitter and the ac power adapter, and no burn/melted damage to the prongs/plug of the ac power adapter. The unit was plugged into the working ac power outlet and powered on successfully. The transmitter booted up normally. Further inspection found no damage to the main printed circuit board (pcb) of the transmitter, and no damage to the main pcb of the power adapter. The transmitter performed successfully and worked as intended.